Event description:
During an unspecified procedure, when the specimen was placed in the pouch, the pouch prematurely detached from the instrument into the pt's cavity. The surgeon was able to retrieve the specimen pouch without injury to the pt.